Event description:
Related manufacturer report number: 3006705815-2022-01419, 3006705815-2022-01420. It was reported the patient had a lead revision and their ipg replaced on (B)(6) 2022 due to being unable to set their device to MRI mode. There were no complications during the procedure and therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.